Event description:
It was reported that liquid leakage was found at 5cm of the sheath after it was implanted into the pt for 30 days. Puncture was conducted after replacing with new set of catheter.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexg0556 showed no other similar product complaint(s) from this lot number.